Event description:
Note: this report pertains to one of seven devices that were used in the same procedure. Refer to manufacturer report number MFR. Report #3005099803-2022-03603 for the auriga xl 4007 laser console, MFR report #3005099803-2022-03605 for the first lighttrail reusable laser fiber, MFR report #3005099803-2022-03606 for the second lighttrail reusable laser fiber , MFR report #3005099803-2022-03684 for the third lighttrail reusable laser fiber, MFR report #3005099803-2022-03681 for the spyglass ds, this MFR report for the trapezoid rx basket and MFR report #3005099803-2022-03609 for the extractor retrieval balloon. It was reported to boston scientific corporation on june 13, 2022 that three lighttrail reusable laser fibers, spyglass ds, trapezoid rx basket and extractor retrieval balloon were used during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure to treat stones in the common bile duct, performed on (B)(6)2022. The laser unit used was an auriga xl 4007 laser console. During the procedure, the stones was hard to clear with normal ercp and basket procedure. The auriga xl 4007 laser console was turned on. The laser unit alerted system error 1314 : timeout fiber identification. Laser console not able to ID the fiber attached. After multiple attempts in restarting the laser unit and testing with three different laser fibers, still the laser fibers were not recognized by the laser unit. The physician had tried to cleared the common bile duct stones using a trapezoid basket and extractor balloon but still could not clear the stone impacted on the cbd wall. The physician then applied a plastic stent and schedule a next procedure to clear the impacted cbd stone. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn, and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of seven devices that were used in the same procedure. Refer to manufacturer report number MFR. Report #3005099803-2022-03603 for the auriga xl 4007 laser console, MFR report #3005099803-2022-03605 for the first lighttrail reusable laser fiber, MFR report #3005099803-2022-03606 for the second lighttrail reusable laser fiber , MFR report #3005099803-2022-03684 for the third lighttrail reusable laser fiber, MFR report #3005099803-2022-03681 for the spyglass ds, MFR report #3005099803-2022-03682 for the trapezoid rx basket and MFR report #3005099803-2022-03609 for the extractor retrieval balloon. It was reported to boston scientific corporation on june 13, 2022 that three lighttrail reusable laser fibers, spyglass ds, trapezoid rx basket and extractor retrieval balloon were used during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure to treat stones in the common bile duct, performed on (B)(6) 2022. The laser unit used was an auriga xl 4007 laser console. During the procedure, the stones was hard to clear with normal ercp and basket procedure. The auriga xl 4007 laser console was turned on. The laser unit alerted system error 1314 : timeout fiber identification. Laser console not able to ID the fiber attached. After multiple attempts in restarting the laser unit and testing with three different laser fibers, still the laser fibers were not recognized by the laser unit. The physician had tried to cleared the common bile duct stones using a trapezoid basket and extractor balloon but still could not clear the stone impacted on the cbd wall. The physician then applied a plastic stent and schedule a next procedure to clear the impacted cbd stone. There were no patient complications reported as a result of this event. Update based on team meeting on tuesday (B)(6) 2022. Note: based on further review of the event, "the physician had tried to cleared the common bile duct stones using a trapezoid basket and extractor balloon but still could not clear the stone impacted on the cbd wall. Eventually, he stented the patient with plastic stent and schedule a next procedure to clear the impacted cbd stone.", it was determined that the medical device report (MDR) was sent in error. There are no allegations against the lithotripter basket device and thus does not meet complaint criteria. Therefore, this event does not meet medical device reporting criteria and is not considered a reportable event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn, and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Block h11: block b5 has been updated based on record review on july 5, 2022.